Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on her left side on or about (B)(6) 2007. After the surgical implantation, patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her groin, thigh, and hip-joint; clicking, grinding and popping of the implant when she walked and went to and from a sitting position; infection and inflammation of bone and tissue surrounding the implant; metallosis; lack of mobility; and chromium and cobalt metal toxicity. Due to these complications, patient will undergo revision surgery in the summer or fall of 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 1 is being submitted to fill the gap in report sequence numbers.